Event description:
The pt underwent an interventional procedure. The cardiologist attempted arteriotomy closure with the closer tsl 6 fr. Device. The device was inserted and good marking obtained. The device was deployed and both sutures were retrieved. The knot was tied and lowered however the sheath was not pulled back far enough and the knot was tightened around the sheath. The cardiologist pulled on the device to remove it after the knot was tightened and severed the distal tip from the body of the sheath. The pt was taken to surgery for retrieval of the tip. Surgery was successful and the pt recovered without incident.